Event description:
Asku

Manufacturer narrative:
Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, outer tubing overlay was melted and had a white substance. In addition several conductors distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
It was further reported that the lead had an apparent fracture. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, outer tubing overlay was melted and had a white substance. In addition several conductors distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead recently has had an increase in impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.